Manufacturer narrative:
No device was returned to olympus for evaluation. Since no serial number and user facility information was provided, olympus was unable to perform an instrument service history review. The cause of the reported event could not be determined.

Event description:
Olympus received a medwatch form (mw5071553) on (B)(6) 2017 stating that during an unspecified procedure, the distal end of the scope broke into two pieces inside the patient sigmoid colon. It is unknown if the device fragments were retrieved. The patient's outcome is also unknown.